Event description:
It was reported that patient's diagnosis was myocardial infarction, & patient had cath. W/3 vessel disease and 10% ejection fraction. Drugs administered were oxygen & 1 mg atropine. Another brand iab was inserted va right femoral artery. Iab was connected to pump, which bumped for a few minutes 1314hrs, & patient tolerated well. Patient was taken to aircraft, & 15 to 20 minutes into flight hr (heart rate) was 100 & pump was pumping at 150 bpm. Iabp placed in 1:2 ratio, operator mode & ap trigger selected, ECG leads changed & evaluated. Patient deteriorated; hr in 20's. CPR initiated & atropine 1 mg given; patient condition improved (hr 70's), & pump functioned without complications. Upon arrival, iabp again began reading hr at 150, & patient pulse was 70 radial and 70 on lifepak monitor. Patient continued to deteriorate as care was remanded to hospital staff. Patient suffered cardio-pulmonary arrest. Resuscitation was successful. Pump was serviced by field service rep., & difficulty could not be duplicated. Front end pcb was replaced as a precaution, & electrical safety tests were performed. In 2007, sales rep reported that hospital reported patient has brain damage. A follow-up report will be filed if more information becomes available.